Event description:
This was a bilateral system. Reference MFR 6000153-2013-00007.

Event description:
It was reported that when the lead stylet was connected into the testing cable, it was noticed that the thin top portion of the lead stylet was completely missing. This made it difficult to insert into the testing cable. The doctor was able to situate the stylet into the testing cable by modifying his technique. Impedances were all normal. There were no patient symptoms or injuries related to this event. The patient status at the time of this report was alive with no adverse event. Refer to manufacturer report # 6000153-2013-00007 for information on a related event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that it the narrowest part of the plastic handle was the portion of the stylet that was missing.